Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect: impact code: f22 unexpected diagnostic intervention.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, cgm reading was 69 mg/dl, and the patient was given glucose juice. After self-treatment the cgm reading dropped to 43 mg/dl, and an ambulance was called. The patient did not experience any symptoms, and no fingerstick was taken. When a fingerstick was taken by the paramedics the cgm reading was 40 mg/dl, and the blood glucose reading was 312 mg/dl. No treatment was provided but the patient was taken to the hospital. At the hospital the patient was treated with intravenous fluids. A fingerstick after treatment showed a blood glucose reading of 200 mg/dl, the sensor had already failed by then. Blood tests were taken an infection was noted, and the patient was diagnosed with sepsis. At the time of the report, which was the same day as the event, the patient was still at the hospital for treatment for the sepsis but was feeling better and was resting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when paramedics arrived. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.